Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the exhalation filter. The unit passed extended self-testing.

Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. There was no patient involvement.